Manufacturer narrative:
.

Event description:
It was reported that the power wheelchair is stalling and causing the chair to move unexpectedly. In addition, the drive wheel and the bearings are rusted and there is no tread on the drive wheel and the casters.